Event description:
On (B)(6) 2013 the reporter contacted animas alleging having air bubbles in the cartridge with each set change. The pump does not introduce air into the cartridge and infusion set; however, due to continued issues the product is being returned and will be investigated. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.